Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device powers off by itself. No consequences or impact to patient were reported.

Event description:
The customer reported that the device powers off by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device passed visual inspection but did not power on using battery power since it was returned without the battery. The unit powered on and off using the ac power and a 10 beep watchdog alarm was triggered shortly after boot up. When a watchdog alarm is triggered, the device cannot take measurements and the screen goes dark while it beeps. Internal inspection found a short in the the pins of the instrument board which causes the voltage to be out of range. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.